Event description:
Customer stated, "she heard a popping sound and she saw a flash of fire shoot out of the switch and smoke came out of the switch area." The product was returned for investigation. The customer did not claim any injury. The product was approx. 20 years old when the incident occurred. An investigation was done to look into the customers complaint. The investigator determined the customer was wrapping the cord and this led to a cut at the strain relief. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts.". There was also electrical tape on the cord. The pad appeared to be in appropriate condition considering its age. The customer admitted to misusing the pad by laying on the product. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The customer was further misusing the product by using the product while sleeping. The IFU states, "do not use while sleeping".